Event description:
The original report received from the affiliate states that during a carotid stenting procedure, the delivery sheath of the angioguard filter was kinked. The product was returned for evaluation and preliminary analysis showed the coil tip of the angioguard presented a bent and a stretched condition at the distal end. The patient is a (B)(6) male. The target lesion location was at the carotid bifurcation. The vessel was tortuous. The angioguard looked normal when taken from its packaging. There was no difficulty flushing the device. During the procedure the angioguard was inserted into the patient's body and advanced, but resistance was felt at the distal portion of the delivery sheath near the exit port. When the resistance was met the device was retrieved back and removed. As per the reporter, the resistance was due to the kink in the delivery sheath. Another 6mm angioguard was inserted and a precise stent was successfully placed in the lesion. There was no reported injury to the patient.

Manufacturer narrative:
The target lesion location was at the carotid bifurcation. The vessel was tortuous. The angioguard looked normal when taken from its packaging. There was no difficulty flushing the device. During the procedure the angioguard was inserted into the patient's body and advanced, but resistance was felt at the distal portion of the delivery sheath near the exit port. When the resistance was met, the device was retrieved and removed. As per the reporter, the resistance was due to a kink in the delivery sheath. Another 6mm angioguard was inserted and a precise stent was successfully placed in the lesion. There was no reported patient injury. The product was returned for evaluation analysis showed the coil tip of the angioguard was bent and stretched at the distal end. One non sterile angioguard rx was received coiled inside of a plastic bag. The capture sheath was received without any visual damage. The deployment sheath presented an unzipped condition and a kink at the distal end. The filter basket was received deployed without visual damage; the coil tip presented a bent and stretched condition at the distal end. No other anomalies were observed on the received unit. The deployment sheath and the coil tip were observed under a microscope and the damages were confirmed. The filter basket and joints were observed under a microscope and no anomalies were found, no other anomalies were found. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The failure reported by the customer as deployment (delivery) sheath-kinked/bent was confirmed since the condition of the received unit. The exact cause of the damages reported by the customer as well as the damages found during analysis could not be conclusively determined. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. No corrective action will be taken at this time. Vessel characteristics and procedural factors may have contributed to the reported event.